Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The lot number of the infusion set is not provided. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set is not expected to be returned for product evaluation.